Event description:
The reporter contacted animas on (B)(6) 2014 reporting that for the past 48 hours the patient¿s blood glucose (bg) had been getting as high as 25mmol/l without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient was given manual injections because changing of the insulin, site/set did not help bring down the bg. The reporter stated that they disconnected the patient for a few hours at a time and normally they would see insulin come out at the end of the tubing over time and wet a tissue but the reporter stated that nothing is there. The reporter stated that when they primed the tubing in the ezprime screen, tubing will prime without issue. This report is being made due to the prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: loss of prime with non-zero force were recorded in the black box. No loss of primes during investigation. Force sensor calibration reading was within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.